Event description:
It was reported that a lead perforated and underwent the pericardial window. The helix extends outside the atrial wall, the caller would like to know if the exposed portion should be clipped. The doctor decided against it and instead sutured cardiac tissue around the exposed helix. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.